Event description:
It was reported that the user consumed bread and did not announce the meal, after which blood glucose rose to 389 mg/dl before trending back toward normal; tubing was checked and appeared in order, and no alerts or alarms were reported. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-resolution without back-up therapy, ketone testing, medical intervention, or assistance from others. Investigation included guided troubleshooting with verification of infusion tubing status and review of cgm trend data. Investigation of this case revealed no device malfunction and indicated user-related missed meal announcement as the precipitating factor for the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.